Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to applying stress such as the following. Physical stress such as rubbing or hitting insertion section. Chemical stress by conducting reprocessing not recommended in IFU (reprocessing manual). Stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet. The event can be detected/prevented by following the warnings as described in the warnings about applying external stress to insertion section in the instructions for use as follows: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The event can be detected/prevented by following the warnings about reprocessing in the instructions for use as follows: "1.4 precautions: if cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." The event can be detected/prevented by following the warnings about storage of the endoscope in inferior environment in the instructions for use as follows: "the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of "leakage at the distal end ". No harm was reported. No patient harm, no user injury reported . Device evaluation found the coating of the connecting tube (insertion part ) was peeled off. This report is being submitted due to the finding of coating of the connecting tube (insertion part ) peeled off (defects of the bending section and insertion tube, peeling off the coating / marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2 )identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the customer reported issue of " leakage at the distal end " was not confirmed , however, inspection found leakage coming from the biopsy channel of the device. In addition, evaluation found the coating of the connecting tube (insertion part ) was peeled off. Furthermore, the following defects/findings were identified during device inspection: the a-rubber (insertion part) glue found separated. Air leak inspection failed. Suction function failed inspection. Investigation is ongoing. This report will be supplemented accordingly following investigation.